Event description:
It was reported that during a laparoscopic cholecystectomy procedure, a piece of the inner seal on device broke off and fell into the patient. The piece was retrieved through the device. It is unknown if another device was used to complete the procedure. There was no adverse consequence to the patient. Customer will not release device.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the device was fired and the clips did not form. The clips were v shaped. A reprocessed er320 was used to complete the case with no patient consequence. The device used in the procedure was not reprocessed.

Manufacturer narrative:
(B)(4). Yielded jaw the analysis found that the device was received in good visual condition. Further inspection found that the jaws had become yielded causing the clips to be ejected and making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. This finding is not related with the incident reported. No conclusion could be reached as to what may have caused the reported incident.the batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(6).